Event description:
The customer reported erroneous hemoglobin and hematocrit results, for one patient, with check failures involving the unicel dxh 800 coulter cellular analysis system, used in conjunction with s-cal calibrator. The results did not correlate on two sample analyses. Reanalyzed results were considered correct and released to the hospital. The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed complete blood count (cbc) fine gain adjustment and flow rate compensation procedures to optimize cbc aperture, and also performed system operation verifications pertaining to cbc recovery. The customer was advised to recalibrate the instrument.